Manufacturer narrative:
Initial and final MDR-(B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states this emdr is being submitted for an unknown number quantity it was reported that the patient faced an infusion set bent cannula issue event on (B)(6) 2026. The infusion set cannula was bent, resulting in an occlusion. The patient's blood glucose level was high and a correction was administered using multiple daily insulin injections. No further information available.